Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for four (4) colony forming unit (cfus) of coagulase-negative staphylococci and three (3) cfus of unspecific micro-organism species. The obtained results are in conformance with the requirements. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the suction channel on the evis exera lll gastrointestinal videoscope tested positive for 33 colony forming units (cfus) and the air/water channel tested positive for 26 cfus of positive germs saprophytes. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use on (B)(6) 2022. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The device was evaluated where no abnormalities were found that could have led to the positive culture olympus will continue to monitor field performance for this device.